Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
While using a byte night aligners. Patient reported, their bottom teeth still are not straight, they are on their last aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.